Event description:
The customer reported that there was an intermittent communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as the customer resolved the issue on their own and no further service info is available.